Event description:
Device malfunction: stent delivery system broke before deployment; premature deployment of stent. Time of malfunction: during procedure. Symptoms/ae: retrieval of detached stent with biliary basket. Time of symptoms/ae: during procedure. It was reported that during a stenting of a popliteal lesion with a carotid stent, the delivery system broke in the patient before the stent was deployed. The vessel was described as moderately tortuous and the lesion moderately calcified. The patient had prior femoral/popliteal grafts. The approach was up and over through the left side. The physician was pushing the stent along the wire, but was unable to advance the stent to the desired location. He then noted that the stent delivery system broke in half and that the stent was partially deployed about 2 cm. A biliary basket was used to pull the stent back into the sheath, and the system was removed. The procedure was aborted at this point, and the physician decided not to attempt placing another stent. No additional event of patient information is available.

Manufacturer narrative:
Quality assurance analysis revealed that the acculink was returned with dried blood and contrast visible in the shaft and on the handle. There was a major 270 degree kink in the shaft located 17.5 cm distal to the strain relief tubing and the outer member was separated at the kink. The shaft was completely separated 78 cm distal to the strain relief tubing and the distal portion of the separation was not returned with the device. The fracture faces appeared to have been initiated from a kink in the hypotube which caused the shaft to separate. There was no other damage to report. The handle was returned in the locked position and the slider had not been retracted. Quality engineering has reviewed the incident information and the analysis of the returned device. The returned acculink displayed a major 270 degree kink in the shaft located 17.5cm distal to the strain relief tubing and the outer member was separated at the kink. The shaft was also completely separated distal to the strain relief tubing and the distal portion of the separation was not returned with the device. The fracture faces of the hypotube at the separation appeared to have been initiated from another kink in the hypotube. It is possible that the damage to the catheter may be related to the lesion site which was described as moderately tortuous and moderately calcified along with the location of the target lesion (popliteal). Although the device was used in a part of the anatomy which is not indicated for use, it is unknown if this contributed to the damage. The lot history record was reviewed and there are no non-conforming material reports associated with this lot number. Quality engineering was unable to determine a conclusive root cause. This case is considered closed by the quality assurance department.